Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201 biopsy and f2303 medication required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reports right side "pain", "retractions", and "swollen on the top". Patient also reported the non device related complaints of "loss of memory", "difficulty concentrating", "food intolerances", "sleep disorders", and "arnold's neuralgia". Healthcare professional later reported right capsular contracture baker grade iii and the non device related events of "hematoma", "active bleeding", and "hypovolemic shock-type discomfort" that occurred 1 day post-op implantation. The device has been explanted and replaced.